Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported air leak could not be conclusively determined.

Event description:
During a paroxysmal atrial fibrillation procedure, the sheath was inserted into the heart, and when negative pressure was applied for flushing before catheter insertion, air was aspirated. Air aspiration was performed several times with no resolution. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.